Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) displayed an hdd error and tried to rebuild the raid drive several times. The unit displayed a message for unmountable drive and would not boot all the way up. The customer was provided with information on replacement hdds. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the customer replaced the hdds of the device to resolve the issue. The device has been in service since 03/03/2013. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. Possible causes of the issue are power surges, power interruptions, and wear and tear.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) displayed the hdd error and tried to rebuild the raid drive several times. It displayed a message for unmountable drive and does not boot up. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) displayed the hdd error and tried to rebuild the raid drive several times. It displayed a message for unmountable drive and does not boot up. No patient harm was reported. Nihon kohden continues to investigate the reported event. Additional model information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) displayed the hdd error and tried to rebuild the raid drive several times. It displayed a message for unmountable drive and does not boot up. No patient harm was reported.